Manufacturer narrative:
(B)(4).

Event description:
Distributor on behalf of patient's father contacted dexcom technical support on (B)(6) 2015 to report a sensor failure. The sensor was inserted on (B)(6) 2015, and the event occurred on (B)(6) 2015. No additional patient or event information is available.